Event description:
Pt required explantation due to asymmetry following weight loss. During procedure they surprisingly encountered a 700 cubic cm seroma which they completely aspirated. It was sent for gram stain culture sensitivity. The previous implantation was not done here, thus the implant info is not available.